Event description:
It was reported that the asymptomatic patient presented with multiple episodes of myopotential oversensing. Further evaluation and programming changes were recommended. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.